Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report that the insulin pump was shooting the insulin during the manual prime. Troubleshooting revealed that the sensor was not working on the insulin pump. The customer stated she was connected to the pump during the prime anomaly and believed she may have received 160 units of insulin into her body. The customer was later taken to the emergency room for high blood glucose. The blood glucose reading was not reported.